Event description:
Philips received a complaint by the customer on the v60 indicating that the cart that holds the v60 wheel was stripped. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the parts ID for the base assembly v60 stand, caster locking v60 stand, as well as a tl-wrench cart caster. The investigation is ongoing.

Manufacturer narrative:
H10: the customer replaced the cart base assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.